Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic into the patient's left eye. The capsule broke, the lens was removed and the surgeon changed lens. No sutures used. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of dark surgical residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. #(B)(4).